Event description:
Patient reported a severe shock while walking through a theft detector. Patient states stimulator is currently off. No report of device explantation. A follow-up report will be sent if additional information is received.